Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said when they got the implant, the hcp told them they needed the implant quickly so they implanted the wire quickly. Patient said eventually the wires moved out of place because the hcp did not take their time during implant. Patient said the ins started shocking them down where they have no feeling in their leg (no feeling in leg confirmed unrelated to ins). Patient said about a year after implant they started feeling the shocking sensation but said because they had no feeling in their leg where it had been shocking, it could have been shocking them since implant but they can't be sure. Patient said they told their hcp they feel like the lead wire was placed incorrectly and the hcp would not confirm with an x-ray so they saw another hcp who confirmed the wire was out of place and patient needed a replacement. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2auj3 implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.